Manufacturer narrative:
The suspect device has been returned for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the ambulation of a patient that was undergoing a hemodynamic pressure monitoring [pm] procedure, the distal connection of the arterial catheter separated, resulting in only minor hemorrhaging and a minor delay in procedure for the patient. A new pm set was successfully connected, and the procedure was completed for this patient. No patient injury to report.

Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually. The complaint is confirmed. The root cause is attributed to the manufacturing process. A review of the device history record and complaint database could not be performed since the lot number was not provided.